Event description:
The customer alleged that she performed control tests and received a result of 453 mg/dl. The normal control range was 104-144 mg/dl. The customer declined to further troubleshoot the contour ts system. No adverse events were alleged. The tests strips are to be returned for evaluation. Replacement test strips were sent to the customer.